Event description:
It was reported that the patient presented to the hospital complaining of presyncopal symptoms. Device interrogation revealed that the patient was in atrial fibrillation with rapid ventricular response. Eventually the patient was unable to tolerate the arrhythmia and pulse was lost. External defib was performed to cardiovert the atrial fibrillation. The device had been set to the most sensitive settings. Auto sense was programmed off and atrial sensitivity programmed to a fixed setting. Patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.